Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels of 430 mg/dl and 550 mg/dl; took two correction boluses without success. She believes the pump did not deliver insulin correctly, possibly due to an occlusion. No occlusion error was displayed. She also reported the infusion set cannula was not changed properly. Customer was hospitalized and treated with an IV drip of saline and insulin. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.